Event description:
It was reported that a gav 2.0 (#) was tested preoperatively and did not have the correct pressure level, the valve was underdrained. No patient involvement.

Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in either position. Internal inspection: after dismantling of the valve, no visible deposits were found in gav 2.0. Results based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. It is not clear to us how the assumed pressure of 19 cm h2o was measured preoperatively. With our computer test bench it was possible to confirm that the valve works at the specified pressure level. It is not necessary to check the flow rate before implantation. All valves undergo a final test according to their specification before shipment. It is only recommended to deflate the valve and check that the system drains before implantation.. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.